Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding the way that it should. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer requested the replacement part information for a touchscreen from remote service engineer (rse). The rse provided this information and the customer stated that they would place a part order.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.